Event description:
Avanos mic safety percutaneous endoscopic gastrostomy (peg) kit was used for placement. The sheath of the needle that is inserted into the patient cracked, it was pulled out intact.